Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller was rattling on the inside for awhile and the white button on top of the controller would frequently compress and not decompress. Pt mentioned they use the white button to turn the controller on and sometimes the white button sinks in so much the pt cannot get the controller to turn on. The function of the white button was explained and gave some guidance on how to use the controller. The pt went to charge the ins and entered passive recharge mode. After being in this mode for a short time, the controller displayed "batteries low: recharge the controller soon" and the controller was at 20% charge. Pt did not expect the controller to be low on charge because they had charged the controller 2 days prior. For the past 2-3 months, wires were exposed near the recharger antenna coil and pt was holding wires with their hands while charging ins to prevent wires from touching the skin. Pt had been charging the ins more frequently and had been charging for 2-3 hours due to issues with the recharger antenna. Pt mentioned recharger antenna co il was getting real hot against pt's skin(pt mentioned "burning" but confirmed no physical marks were left on skin) and the relay box was also getting hot while charging the ins. Pt also received the "system problem: cannot continue: call manufacturer: rm" (pt did not recall exact message) several times; pt had bypassed message, but message kept displaying on controller. Pt was having more and more difficulty charging the ins and was using a pillow to prop up the recharger antenna while charging ins. Yesterday, the pt entered passive recharge mode on the controller, but could not get any numbers to display on the controller. Today, pt spoke to a manufacturer representative (rep) and the rep told pt to disconnect everything and try again; but disconnecting everything did not resolve issue. An email was sent to the repair department to replace the recharger antenna and the controller. Pt mentioned they went days without stimulation being on because "they were just enjoying life" (no stim therapy allegations made). Pt charged ins twice a week.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the recharge antenna was frayed and there was a recharge antenna failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.